Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he customer had high blood glucose of 563 mg/dl and current blood glucose was 533 mg/dl and insulin pump was not working. Customer was trying to change pump before going to the emergency room and her screen is currently blank. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No blank display anomaly noted. The battery tube and battery cap received with traces of corrosion per visual inspection. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case.